Event description:
Come off mid-brushing - oral-b [device breakage] brush heads have no longer been staying securely attached to the hand piece - oral-b [device connection issue] case narrative: male consumer via e-mail stated that the oral-b brush heads no longer stayed securely attached to the oral-b toothbrush hand piece, and came off mid-brushing. No injury was reported. 07-mar-2023 follow up via phone: the suspect product was oral-b power rechargeable toothbrush handle 3766. No injury was reported. 12-apr-2023 case update: the suspect product lot was 2ab94440952. The concomitant product was oral-b power power oral care refills precision clean eb20. The concomitant product lot was m2286. No injury was reported.

Manufacturer narrative:
04-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Come off mid-brushing - oral-b [device breakage] brush heads have no longer been staying securely attached to the hand piece - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b brush heads no longer stayed securely attached to the oral-b toothbrush hand piece, and came off mid-brushing. No injury was reported. 07-mar-2023 follow up via phone: the suspect product was oral-b power rechargeable toothbrush handle 3766. No injury was reported.